Manufacturer narrative:
Occupation: other (na). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device caused burn to the patient. During the performance test, some differences have been observed in the value table. No additional information provided.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation by field service in (B)(4) and an engineering evaluation was conducted based on information from the complaint tracking system. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported that the plastic coupling was loose on the monopolar footswitch receptacle. The investigation identified the root cause of the reported event to be the monopolar footswitch receptacle. If information is provided in the future, a supplemental report will be issued.